Event description:
It was reported on (B)(6), 2022 by a sales representative via sems that an ar-8943-15 depth device fell apart, the long metal piece became disconnected from the measurement paddle. Case involvement, no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6, and h10, and updated information in g1 and g3. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the report event is not confirmed. The most likely cause of this failure is attributed to wear and tear damage incurred through repeated usage.